Event description:
It was reported that noise and high defib impedance were observed on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not available.